Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 3389-28, product type lead. Product ID: 37086, product type: extension. (B)(4). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The company representative (rep) reported high impedance and decubitus. High impedances were measured on the right side. The patient did not feel fine and the therapy was not effective. The patient also has decubitus near the ear nearby the connector. The patient has had other infections near the ear and on the implantable neurostimulator (ins) pocket. The patient's next follow up was on (B)(6), an x-ray image will be done. The issue was not resolved at the time of this report. No surgical intervention occurred, unknown if planned. The patient was alive with no injury. The reported two and a half weeks later that the cause of the high impedances was not determined. The impedance of the leads were okay. The physician suspected an extension issue. The x-ray was okay, no anomalies revealed. The extensions were explanted due to the infection. The ins was still in the pocket. The physician will implant the extensions again to restore the therapy within six months. Currently the patient was feeling quite fine, he was taking oral pharmacological therapy.

Event description:
The rep clarified that the patient experienced other infections before this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.